Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument, a false positive result was obtained. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: sample (B)(6) from run # (B)(6) is false positive for trichomonas vaginalis: the CT value is very low 8 cycles; the shape of the curve is atypical.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they received a false positive result on lane a11 for tv on max vaginal panel. Field service was dispatched. Field service replaced pump #3. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in (B)(6) 2021, the instrument experience false positives on various assays. Field service adjusted the pressure and renormalized the reader. Sample analysis consisted of the database for the false positive run. Review of the database shows that the raw curves were atypical in which the patterns were not sinusoidal. Review of other associated channels shows that the curves behaved similarly. The curves were shows issues with the pumps. Root cause cannot be determined with the information provided. The complaint is confirmed based on database review by quality. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument, a false positive result was obtained. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: sample a11 from run # 3147 is false positive for trichomonas vaginalis: the CT value is very low 8 cycles; the shape of the curve is atypical.